Event description:
The customer stated that he was experiencing low blood glucose. The reported blood glucose reading was 60 mg/dl. The customer stated that his wife was going to take him to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.